Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that revision surgery was performed three years after implantation due to patient reported a loud noise from his prosthesis. The surgeon noticed that the biolox ceramic head exploded in the polyethylene insert. A s+n backup device was implanted. Patient current status is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed three years after implantation due to the patient reported a loud noise from his prosthesis. The surgeon noticed that the biolox ceramic head fractured in the polyethylene insert. He placed a new biolox delta ceramic head. The complaint device, used in treatment, was not returned for investigation, hence the reported failure mode could not be confirmed. The complaint history review did not find any other complaints of devices of the same batch. No deviations were found in the production documentation review, performed by the supplier ceramtec. The device labeling was reviewed. According to the current IFU (lit. No. 12.23 ed. 05/16), implant failures such as fractures have been reported and it is listed among the possible adverse events resulting from hip arthroplasty. The severity and failure mode are covered through our risk management. Smith and nephew did not receive the clinical documentation to perform the medical investigation. Due to the insufficient information concerning this case, the root cause could not be determined conclusively. Should additional information or the complaint device become available, the investigation will be reopened. There is not any indication that the complaint part did not meet the specification at the time of the manufacturing. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that revision surgery was performed three years after implantation due to patient reported a loud noise from his prosthesis. The surgeon noticed that the biolox ceramic head fractured in the polyethylene insert. Insert was revised.